Event description:
The hosp reported that during the saphenous vein harvesting procedure, the dissection tip on the vasoview 6 deivce was filling with fluid. No other info was provided. The hosp did not report any pt complications.